Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter was giving an unspecified error message. The next day, the technical service representative (tsr) spoke with the pt to obtain and clarify info; however, the pt refused to speak with the tsr. Four months earlier, the pt obtained an unspecified error message on the reported meter. The pt claimed that she has not tested her blood glucose level since that date. On an unspecified date, the pt experienced the symptoms of sweating, shaking, thirst and feeling faint. The pt visited an hcp at a clinic, where she received treatment of an increase to her oral diabetes medication metformin. It would have been helpful to determine the error message obtained, the pt's medication regimen. If she continued to take her medication doses during the time period she was unable to test her blood glucose levels, if the pt had a backup meter, the date and time of the hcp visit, her blood glucose level as tested by the hcp, the exact treatment received, her expected readings and frequency of testing. The issue was not resolved with troubleshooting. The pt allegedly suffered symptoms suggesting severe hypoglycemia after not being able to test her blood glucose level due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.